Event description:
A customer reported a malfunction categorized as "16-0x20e6" in their device. There was no information regarding the impact on the customer's blood glucose level. Technical support attempted to reset the pump by turning it off and on but encountered the same malfunction. The device was scheduled to be returned for further inspection, and a replacement pump with serial number 1508801 was provided to the customer.